Manufacturer narrative:
H.6. Investigation: a complaint of "instrument is moving" was received against material number: 441385 instrument top bactec fx, serial number:(B)(6). The complaint is not confirmed because of lack of information. The root cause is unknown. Review of device history record for instrument serial number: (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 3/4/2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No new risks or hazards have been identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a leveling foot failure was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " it was reported that fx441385 / customer says instruments are moving "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a leveling foot failure was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: it was reported that fx441385 / customer says instruments are moving.